Manufacturer narrative:
Manufacturing review: a device history record (DHR) could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately four years post deployment, CT scan revealed that ivc filter is in place with extra luminal prong extension. Following year, filter was successfully retrieved, with one strut retained in the patient. The pathology report after explant of ivc filter noted the filter to be with 11 prongs. Therefore, the investigation is confirmed for filter limb perforation and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced lower back and abdominal pain; however, the current status of the patient is unknown.